Event description:
Customer reported he was attempting to bolus and the act button would not respond. Customer took the battery out and the screen kept all of the information on the display without battery. Then the screen went blank. Customer inserted a new battery and it did not turn back on. Customer's blood glucose was 114 mg/dl. The device did not have any physical damage. The device was not dropped, bumped, or exposed to moisture. Customer uses correct battery type. Battery cap was not missing or damaged. Battery compartment or spring were not damaged nor corroded. New battery was inserted and display did not return. Customer was advised to clean battery compartment, insert battery, and device did not return. Customer was advised to discontinue use of the device and revert to back up plan. Mother called back to accept pump replacement. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.